Event description:
The patient came in with altered mental status. A noncontrasted head CT showed the interval development of hydrocephalus consistent with a shunt malfunction. The patient was taken to the operating room where the shunt was revised.the ventricular catheter was disconnected from the valve and seemed to flow. It was assumed that the valve was bad and the programmable valve was removed and a replacement shunt valve was used. A new ventricular catheter was inserted.